Event description:
A pocket fill was reported. Per the patient this happened ¿before 2004¿ when he was a patient of a different hcp and it caused a ¿massive overdose¿. The patient was in the hospital for four days due to the pocket fill. The patient had dilaudid in the pump at the time and the patient has a different hcp now. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).